Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2336 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reds2336) have been reported from the same facility in (B)(6).

Event description:
It was reported that the "catheter outside the patient broke". No other information was provided.

Event description:
It was reported that the "catheter outside the patient broke". No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter is inconclusive due to the condition of the returned sample. One 2 fr per-q-cath was returned for evaluation. An initial visual observation showed use residue on the returned sample. Dried residues could be felt within the catheter during tactile evaluation. An attempt was made to flush the catheter with a 12 ml syringe of water; however, the catheter was found to be fully occluded, and no leaks were observed. A thorough microscopic examination did not reveal any damage on the returned catheter. Due to the material occluding the catheter, no leaks were manifest during functional testing. No damage or evidence of leakage was observed on the returned catheter and any microscopic damage on the catheter that may exist could not be located. Therefore, this complaint was determined to be inconclusive. A lot history review (lhr) of reds2336 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reds2336) have been reported from the same facility in taiwan.